Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) didn¿t deploy correctly into the aorta, it came back through the aorta instead of being left in place. Bleeding was observed. Bleeding was limited and brief as the surgeon stopped it with his finger then used a partial clamp. No patient effects known. Case finished using partial clamp. Related to (B)(4).

Manufacturer narrative:
Trackwise (B)(4). Updated section: g4, g7, h2, h3, h6, h10, h11. Updated section: b5- added related complaint #. The device was returned to the factory on 10apr2021. An investigation was conducted on 29apr2021. Only the loading device was returned. Signs of clinical use and evidence of blood was observed on the device. The delivery device, seal and tension spring assembly were not returned for evaluation. There were no visual or mechanical defects were observed to the loading device. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed. The lot # 25156994 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) didn¿t deploy correctly into the aorta, it came back through the aorta instead of being left in place. Bleeding was observed. Bleeding was limited and brief as the surgeon stopped it with his finger then used a partial clamp. No patient effects known. Case finished using partial clamp.